Event description:
Patient reported the display screen of the infusion device shows "quick bolus" unexpectedly. Patient stated then afterwards the screen disappeared. No further information is available. No physiological effects reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation. Preliminary investigation found the up button is always active.

Manufacturer narrative:
Not verified. The complaint cannot be verified due to mishandling of the product. E8 were found in the history. The up button is always active. Due to an external mechanical influence the snap dome of this button is pressed through. This source led to an always activated up/down button and unclearable e8 error messages. The problem mentioned by the customer is related to mishandling of the product by the customer.